Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1) method of use: the device is intended for single use only and is not reusable. 2) precautions for use: 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate catheter shaft with water-soluble lubricant. 3) carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needleless syringe, and gently infuse the specified volume of sterile water into the valve to inflate the balloon. Never inflate the balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 4) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. 5) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon deflation and removal of the catheter a mushroom was formed on the catheter balloon. The complainant alleged that there was some resistance from the catheter when trying to remove it, but the catheter was removed without medical intervention.